Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. A representative sample was available for evaluation. Twenty five products in sealed packages were received. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the needle unexpectedly separated from the thread. The reported issue could not be confirmed. The most likely root cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a breast reconstruction procedure, two sutures from the same box disengaged from the needle at the swage while using interrupted suturing technique. A new device was used to resolve the issue and complete the case. Surgical time was extended by approximately 30 minutes. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a breast reconstruction procedure, two sutures from the same box disengaged from the needle at the swage. A new device was used to resolve the issue and complete the case. There was no patient injury.